Manufacturer narrative:
Section d6a: if implanted, give date: unknown/not provided. It is unclear the extent of patient contact. Section d6b: if explanted; give date: unknown/not provided. It is unclear the extent of patient contact. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) did not fire properly during a surgical procedure. The lens was partially inserted. It was also reported that the lens was inserted and removed during the same procedure. The patient recovered fully following the operation with no complications, no permanent impairment or the need for additional medical intervention, were noted. No further information received.